Manufacturer narrative:
(B)(4). The reported complaint for iab blood in helium pathway is not confirmed. During the visual inspection of the returned sample, no blood was noted within the helium pathway. The returned intra-aortic balloon catheter (iabc) was functionally tested with no leaks or alarms noted. The returned device passed visual and functional test specifications. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer.based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "after using the catheter, the machine frequently alarms and observes that there is blood in the air duct. After removing the catheter, it is found that the central cavity is broken". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after using the catheter, the machine frequently alarms and observes that there is blood in the air duct. After removing the catheter, it is found that the central cavity is broken". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".